Event description:
It was reported that post successful stent deployment in the mildly calcified, de novo unspecified coronary artery, it was noted that the 3.5 x 18 mm multilink vision stent implant was implanted past the expiration date. There was no reported adverse device nor patient issues reported. Additionally, it was noted that the patient was well. No additional information was provided.

Manufacturer narrative:
(B)(4) - use after expiration. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
3.0 x 28 mm multi-link vision stent implanted.

Manufacturer narrative:
(B)(4). It is indicated that the stent delivery system (sds) is not returning for evaluation and there were no reported device deficiencies. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that multi-link vision coronary stent systems information for prescribers (IFU) states: for single use only. Do not resterilize or reuse. Note the product use by date. Based on the information reviewed, there is no indication of a product deficiency.